Manufacturer narrative:
Medwatch report mw5085877-1 was received to correct the event date which was (B)(6), 2019 and not (B)(6), 2019.

Manufacturer narrative:
No device was returned to manufacturer for evaluation. The cause of the reported event can not be determined at time. Furthermore, no further information was made available as the manufacturer followed up with the reporter to obtain contact information but with no results.

Event description:
On april 23, 2019, the manufacture received medwatch# mw5085877 which states, the doctor was performing an elective transurethral resection of a bladder tumor procedure, when the ceramic tip at the distal end of the resectoscope was noted to be broken off. The broken piece was found in the collection bag at the end of the bed.